Event description:
Nurses were aspirating blood samples through a valved PICC lumen. Eight blood samples out of about 100 over a period of 4 months were hemolyzed.======================manufacturer response for PICC, xcela (per site reporter).======================they believe that it is a staff education issue although they do not have a current "how to" poster. This has led to confusion about what the proper valve-opening technique should be.what was the original intended procedure?blood samples drawn from PICC that was also used for chemotherapy.device #1is this a laboratory device or laboratory test?no.